Event description:
Patient was a high risk for fall and the call bell would not work. Patient did eventually fall and chair pad alarm did not alarm when patient exited the bed. Call bell system in room was completely dead--not working at all. Call bell was working earlier in the day. This device will constantly place a supervisory alert that will alert console at the desk if something is disconnected or not working in a room, when operating properly. Spoke with clinical engineering - they stated that it is possible that either the chair alarm or bed could have shorted out the call bell system, it is unknown though. Either way, the call bell did not function as it should and the patient fell as a result of not being able to get help to get up.

Event description:
Patient was a high risk for fall and the call bell would not work. Patient did eventually fall and chair pad alarm did not alarm when patient exited the bed. Call bell system in room was completely dead; not working at all. Call bell was working earlier in the day. This device will constantly place a supervisory alert that will alert console at the desk if something is disconnected or not working in a room, when operating properly. Spoke with clinical engineering, they stated that it is possible that either the chair alarm or bed could have shorted out the call bell system, it is unknown though. Either way, the call bell did not function as it should and the patient fell as a result of not being able to get help to get up.

Event description:
Patient was a high risk for fall and the call bell would not work. Patient did eventually fall and chair pad alarm did not alarm when patient exited the bed. Call bell system in room was completely dead--not working at all. Call bell was working earlier in the day. This device will constantly place a supervisory alert that will alert console at the desk if something is disconnected or not working in a room, when operating properly. Spoke with clinical engineering - they stated that it is possible that either the chair alarm or bed could have shorted out the call bell system, it is unknown though. Either way, the call bell did not function as it should and the patient fell as a result of not being able to get help to get up.